Event description:
A pt exhibited cardiac arrhythmias and unresponsiveness approx one hour into therapy. The meridian device high pressure alarms (greater than 600mm/hg) were also noted at the time. Upon returning the extracorporeal blood to the pt, the blood was noted to be dark in color and the pt's cardiac arrhythmias and unresponsiveness resolved. No add'l medical intervention was required. The hemodialysis device was noted to be leaking fluid at the sample port after the event. The pt's treatment was resumed on a different device with a different dialyzer and blood lines. The hcp reported that the pt has fully recovered and the device has been returned to service.